Event description:
This product was transducing an arterial line for bp and became disconnected at a connection closer to the transducer. It was caught quickly but a large amt. Of blood was lost because the pt needed a complete bed change.